Manufacturer narrative:
Continuation of medical devices: dtbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received twenty inappropriate shocks from the right ventricular lead. There was a lead integrity alert for short ventricle to ventricle intervals and high rate non-sustained episodes with noise/oversensing. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.